Event description:
The customer stated that the shock not delivered error message appeared during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.